Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. One lead section was returned, approximately 11cm from the terminal end. The lead was abraded to the coil approximately 6 to 8cm from the terminal end. It was indicated this type of abrasion appeared to be lead on can wear.

Manufacturer narrative:
It was indicated a portion of the lead would be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device replacement procedure, insulation damage was observed on the right atrial (ra) lead. As this patient was not dependent on atrial therapy, the ra lead was surgically abandoned. No additional adverse patient effects were reported.